Manufacturer narrative:
Correction: this report was submitted in error, another medwatch report was submitted under medwatch report number 2031702-2017-01976 in regards to the reported issue. Please disregard this medwatch report (2031702-2017-01988).

Event description:
The reported issue of the burning smell was previously reported under report number 2031702-2017-01976 and is a duplicate report.

Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The unit was unable to power on when received. The unit was opened up to visually inspect and found that the main flex connector was partially unplugged. The power flex connector, the fan connector, the encoder panel flex circuit, the led display connector, and the alarm board were unplug as well. Further investigation revealed the hybrid board had overheated with noticeable burn marks. As a result of the damages, the main board, exhalation module, pressure module, blower module, o2 blender module's, and pcba's had become corrupted and malfunctioned. The service technician was unable to verify "hw fault 21" due to the severed damage. The service technician was also unable to download the event trace log. The customer was contacted with a summary of the needed repairs and vyarie medical is currently awaiting a response to perform the repairs. Additional information: vyaire medical received the unit on 11october2017 with a note attached stating the reportable issue after the initial call was received.

Event description:
It was reported to vyaire medical that the ventilator had hardware fault alarms. While the service technician was addressing the reported alarm, a burning smell was noted when the service technician plugged the hybrid board into the ventilator. There was no patient involvement associated with this reported issue.